Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Event description:
The patient claimed the animas insulin pump has been having intermittent power issue for the past month. Reportedly, the pump would lose power after the patient replaces the power. The issue was not resolved with the battery replacements. On (B)(6) 2012, the patient had a reading of "hi" possibly above 600 mg/dl and symptoms of lethargy and malaise. There was no evidence of product misuse. The subject pump no longer powers on. The product was requested back for evaluation. This complaint is being reported because, the patient allegedly had elevated blood glucose over 600 mg/dl after the subject pump had power issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.